Event description:
The dexcom g7 sensor I was wearing has been intermittent losing connection and reading an error message. On (B)(6) 2026 the sensor failed and it had to be removed. This has caused me to go without a reading for several hours at a time which could have lead to more serious injury.